Manufacturer narrative:
Concomitant medical product(s): product ID: 8709sc, serial# (B)(4), product type: catheter. Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned pump passed all functional testing in the lab. Evaluation of implantable catheter serial number (B)(4) revealed no significant anomalies. As received, analysis identified a partial occlusion consistent with dried drug, blood or other material. However, the occlusion broke loose during decontamination in the lab and the catheter passed subsequent patency testing. No leaks were observed in the lab. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-jan-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 50mg/ml morphine at 20mg/day via an implantable infusion pump for spinal pain. The patient's pump and catheter were replaced on (B)(6) 2019 because the hcp was unable to aspirate from the catheter access port (cap) and the healthcare professional had been getting about 4-5cc of residual volume at the last couple of refills. The patient is also receiving baclofen, clonidine, and bupivacaine via the pump but the concentrations and doses were unknown. No symptoms were reported. No further complications were reported.